Manufacturer narrative:
The sample was not returned from the user facility; therefore, a device evaluation is unable to be performed. A lot history review or a review of the device history record (DHR) was unable to be performed because the user facility did not provide the lot number. Conclusion: the actual sample was not returned for evaluation. The investigator assessed the event was not related to the lutonix dcb or procedure. Based on the instructions for use (IFU), the occurrence of reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided with all relevant information.

Event description:
It was reported through a clinical registry that during a revascularization procedure, one lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter was used to treat the left proximal - mid superficial femoral artery (sfa). Approximately 8 months after the procedure, the patient¿s left sfa was reportedly reoccluded. A revascularization was performed involving atherectomy and balloon angioplasty. The health care professional (hcp) deemed the revascularization was successful. The investigator assessed that the event was not related to the lutonix dcb or procedure. The sample was discarded by the user facility and is not available for evaluation. No adverse patient effects were reported.